Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Caller tested >8.0 inr and >8.0 inr on the coaguchek xs system while a comparison lab returned as 3.78 inr. Customer's coumadin dose was held for 1 day based on the meter results. No adverse event reported. Requested return of suspect system and replacement was sent.